Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Customer had already corrected time and date and declined further troubleshooting from tandem technical support. There was no reported impact to blood glucose.